Event description:
It was reported that the right ventricular (rv) lead had high thresholds and under fluoroscopy the lead had fallen back into the right atrium. The physician attempted to reposition the lead but had no distal control. The lead was removed and elongation of the superior vena cava (svc) coil was noted. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The defib conductor was distorted, and the defib conductor was fractured (overstress). Blood was found in/on the helix/lobe mechanism, the helix/lobe was distorted/bent, and the lead exhibited apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.